Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: lost hdmi video signal from port one. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is hard to determine the cause of this failure based on the information given by the customer since we were not able to replicate it in house. The most probable root cause could be a bad hdmi cable, or a loose connection between hdmi1 connector and the hdmi cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.